Event description:
International affiliate reports the tip of the inserter broke off within a vbr trial during placement in the interspinous disc space of the patient. Because of the instrument breakage, the trial could not be removed with another inserter and surgeon decision was made to leave the trial in the patient. Completion of the surgery was delayed by approximately 60 minutes. As instrument breakage occurred, resulting the trial remaining in the patient and in a significant delay to the completion of the surgical procedure, this medwatch report is being field to document this event. See medwatch report# 1526439-2009-00001 for the vbr trail that was also involved in this event.

Manufacturer narrative:
The vbr trial remains in the patient, and is not available for evaluation. Review of the device history record cannot be performed, as the device lot code is unknown. The condition of the inserter that was used during this event is unknown. No conclusions can be made at this time.